Event description:
The reason for the call was the patient reported that their controller was not holding a charge and that they were receiving the message system problem rm04 cannot continue please call medtronic. Patient stated that they were in a lot of pain because they do not have their controller. Patient mentioned that they have lost weight and the implant is hurting them. Patient stated they already spoke with their hcp and mentioned that the implant needs to be replaced and placed deeper in their body. For the event date, patient stated probably they'd say october 8th or 9th. The patient was redirected to their hcp regarding their pain. Additional information was received from the patient. The patient stated that they were receiving a letter regarding the pain they were experiencing due to weight loss. When asked about the cause of the pain and implant hurting after weight loss, the patient stated that they could still feel the battery (ins) when they were "heavy," but after losing weight, it became more prominent, moves up and down, and feels loose. When asked about the steps were taken (or will be taken) to resolve the pain and implant hurting after weight loss, the patient stated that they were currently working with their healthcare provider (hcp). The issue has not been resolved yet. The patient stated that the healthcare provider (hcp) wanted to perform an MRI, which was scheduled for january 1st. The patient also mentioned that the hcp plans "to go lower inside," replace the current medtronic device, and keep the same leads. Agent reviewed the information and redirected the patient to their healthcare provider (hcp) for further assistance. Agent sent a request to repair to replace the shipping label.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.